Event description:
Found during routine testing. Customer called and reported device is displaying a service light. Fault code logged into device error log is indicative of a possible failure to deliver defibrillation energy or complete defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA.